Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: 37752, product type: recharger. Product ID: 37746, product type: programmer. (B)(4).

Event description:
It was reported the patient was unable to adjust stimulation. Display was showing "call your doctor" icon and a power on reset (por) condition was reported. It was noted troubleshooting was limited due to lack of access to product and or patient. The next day it was reported the representative was able to get the por message cleared. Patient was using stimulation with no problems. It was noted the patient was holding down the on/off button too long. Follow up reported the patient admitted to use error and was holding down the reset button too long. The patient's system was working "fine." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.